Event description:
This is filed to report unintended movement it was reported that a mitraclip procedure was performed to treat mitral regurgitation(mr) with an unknown grade. One clip was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip had opened. The clip was noted to be stable and mr was reduced to an unknown grade. No additional clips were implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided the clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. A mitraclip xtw was deployed on the mitral valve, but post deployment, the clip had opened. The mr was at grade 3+. A mitraclip nt was then implanted. The mr was reduced to grade 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿three (3) fluoroscopic videos were provided. Two videos were taken during active use of the first cds (reported for cowl) in which the delivery catheter (dc) is extended with the clip attached, indicating it was taken during the grasping and pre-deployment steps (prior to mechanical separation) of the procedure. In the first video (titled "20230614_181515000_ios 1") at the 00:00 mark the clip appears to be a in a fully closed position with a clip arm angle of 10° - 20°. As the video progresses, the clip arms can be seen slowly opening to an arm angle of 30° - 40° (00:03 mark). The clip is then slowly closed again until the arms are in a fully closed state (10°, 00:08 mark). At the 00:16 mark of the video, the clip arms open again to 30° - 40°; this second opening motion is noted to be more sudden, potentially considered a "jump", as compared to the first clip arm opening observed at the beginning of the video. The video clip ends with the clip arm angle of 30° - 40° and still attached to the dc shaft. In the beginning of the second video (titled "20230614_181515000_ios") at the 00:00 mark the clip arm angle appears to be 30° - 40°; a similar angle to the end of the first video. Presumably, these two videos are sequential and / or overlap, capturing the same portion of the procedure. As the video progresses, the clip arms are slowly closed until the clip is in a fully closed position (10° - 20°) at the 00:15 mark. At the 00:18 mark the clip arms open to 60° in a sudden motion ("jump") similar in nature to the second opening observed in the first video. The second video ends with the clip arm angle of ~60° and still attached to the dc shaft. The third video (titled "video 1 rfi84100") shows two fully deployed clips and the sgc; there is no cds in view indicating the video was taken post deployment of the second clip (no reported issue). In the video, the second implanted clip (nt) is the top clip and appears to be in a fully closed position (10°). The first implanted clip (xtw, reported for cowl) is the bottom clip in the video and appears to be open to 45°. The clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. Based on the videos provided, the first clip (reported device) was not able to maintain a closed state prior to deployment (mechanical separation from dc shaft). However, there was no cine provided capturing active deployment / separation of the clip. The second video ended with the clip arms open to 60°. It is unclear at which specific step(s) during the procedure the first and second videos were taken (e.g. Grasping, first efaa, lock line removal, etc.). The videos provided indicate that the clip experienced issues with establishing final arm angle (efaa). Per the instructions for use, efaa is defined as a "verification step to confirm that the pre-deployment implant arm angle will reflect the implant arm angle post-deployment". During the procedure, prior to deployment with the clip still attached to the dc shaft, the user confirms the clip is in the locked state and rotates the arm positioner 1 turn in the open direction, effectively testing the lock mechanism; the clip arms should not open during this test. If an efaa check fails, troubleshooting steps involve re-closing the clip, checking the clip is locked, and conducting efaa again. The first two videos seemingly present the scenario of efaa troubleshooting, as described. It is likely the clip was deployed with the clip arms in a more opened state. However, no video was provided definitively showing the clip arm angle during active deployment (mechanical separation) and the reported cowl post deployment cannot be confirmed based on the cine provided. Furthermore, there were no reported incident details regarding issues failing efaa check(s) requiring the clip to be re-closed, as seen in the first two videos. It is recommended that follow up be sent to verify the incident details and resolve this discrepancy.